Event description:
It was reported that a 9900 systems workstation shut down due to a software problem during a pt procedure. The system was rebooted twice in order for the c-arm to become functional allowing the procedure to be finished. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.